Event description:
Pt was there for upper gi bleed. Bicap product failure while attempting to control bleeding, and had to be intubated due to preprocedural instability. Biomed tested the esu and was able to duplicate the problem. The o-ring that seals the foot switch connector to the machine had failed, the o-rings were replaced.